Event description:
The customer stated that they have a patient was on spo2 only and during transport the patient dropped out. The concern with this patient is not the dropout, but instead the behavior of the system, when the dropout occurred. When the connection dropped out, the tile did not turn yellow (indicating dropout) but instead it disappeared from the acuity system completely. As a result, the customer temporarily lost the ability to monitor this from a central location. Bedside monitoring was not affected. There was no report of any patient harm as a result of the reported event. The customer did not provide specific patient identifiers.

Manufacturer narrative:
The device evaluation is not complete. A follow-up report will be submitted when the evaluation is complete.